Event description:
It was reported to nova biomedical that a consumer received a result of 270 mg/dl on their blood glucose meter. The consumer reported he administered no less than 14 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event that required medical intervention. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before using their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall out of range. The consumer was educated on these directions for used at the time of call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.